Manufacturer narrative:
(B)(6).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the doctor felt that the green unit will break so he stopped the fire, cut the biosyn and changed to another device. There were malformed staples. There was minimal bleeding which was less than 250cc. This resulted in additional tissue resection.